Event description:
It was reported that an infection occurred and the right ventricular lead was oversensing and had an impedance issue. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), inner tubing kinked/buckled, outer tubing overlay cosmetic enviromental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage.